Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4). Other: will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the advantage system/compact plus system within 10 minutes: 375 mg/dl/77 mg/dl, 280 mg/dl/108 mg/dl. Comfort curve test strips were used with the advantage system. The comparisons were performed 9 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.